Manufacturer narrative:
(B)(6). The device was manufactured between: 26apr2018 and 28apr2018. Correction/removal number: 3010291427-09/12/2018-001-r. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an un 3000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking coming from a pin size holes. This was identified during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.